Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, lobulated contours, folds, palpable lymph node, siliconoma, left axillary siliconoma, intrasubstantial defect and focal detachments of the capsule".

Event description:
Healthcare professional reported " rupture, lobulated contours, folds, palpable lymph node, siliconoma, left axillary siliconoma, intrasubstantial defect and focal detachments of the capsule". The device remains implanted.